Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had a broken wrist and leakage at the screw. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between the acoustic lens and the ultrasound probe, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation, it was observed that there was a crack in the up and down knob causing a loss in watertighness. Upon further inspection, it was observed that a gap between the acoustic lens and the ultrasound probe, likely due to wear and tear damage over time or due to scope mishandling. It was also observed that the elevator channel plug was loose. It was observed that the forceps control lever did not move smoothly due to damage and deformation. It was also observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was observed that the scope body, scope connector cover and the objective lens had a crack. Also, the scope connector cover was detached. It was observed that switch 1 had a cut. It was also observed that the right and left knob and the grip had a scratch. It was observed that the switch box, distal end, and the elevator channel plug were deformed. It was observed that the shaft guide had corrosion due to water leakage. It was also observed that the acoustic lens was damaged. Wear was observed around the adhesive of the objective lens, light guide lens and on the adhesive of the bending section cover. It was observed that the coating of the connecting tube was peeling. It was also observed that the bending angle in the right direction did not meet the standard value due to wear of the angle wire. Additionally, it was observed that the bending angle in the up direction exceeded the standard value due to a dent on the bending tube. Lastly, buckling was observed on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was later provided the event occurred after the conclude of a diagnostic endoscopy echo with puncture, completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the assumed cause of the reported event is likely due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use. Warnings and cautions. Caution: ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. ·to prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted. Olympus will continue to monitor field performance for this device.